Manufacturer narrative:
An event regarding alleged failure to extend, loose lengthening portal involving a total femur mig was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the affected implant for total femur mig was inserted (B)(6) 2014 and has been reported by the surgeon that the implant has reached maximum extension. The x-ray shows the device has almost reached maximum extension. From the imaging provided, 75mm has been achieved out of a 100mm capacity. The device has successfully fulfilled its function and therefore no further investigation is required. Product history review: review of the device history record indicate (B)(4) device was manufactured and accepted into final stock on 09 apr 2014, with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 2015 to present for similar reported events regarding seizing. There have been no other events. Conclusions: the exact cause of the event could not be determined because further information such as return of the device, patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Please note: the reported device is similar to a total femur mig device approved for compassionate use in the united states.

Event description:
A new request has been...for a revision due to the implant no longer extending. It has been further reported that the lengthening portal is loose.